Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a routine in clinic follow up, when the patient moved their left arm across the right side of their body, an artifact was noted on the right atrial (ra) lead that was oversensed. The right ventricular (rv) lead exhibited loss of capture (loc) and a chest x-ray showed that the ra, rv and left ventricular (lv) leads had dislodged. It was noted that the patient suffered from twiddlers syndrome and the leads were twisted. An invasive procedure was performed. The leads were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned in two segments, severed 98 millimeters (mm) from the terminal pin. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of a set screw mark on the lead terminal pin, dried blood/body fluid was noted in the lumen and the lead body insulation was twisted and curled. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis confirmed the reported observations and concluded that the twisting and curling of the lead body insulation was likely a result of twiddler's syndrome.